Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial knee procedure. Subsequently, patient is experiencing pain reports that x-rays have shown evidence of wear.

Manufacturer narrative:
Implanted on unknown day in 1990. Concomitant medical products: therapy date unknown unknown tibial tray unknown femoral component reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02074. 0001822565 - 2019 - 02075.

Event description:
No further event information available at the time of this report.